Manufacturer narrative:
Initial reporter city: (B)(6). The device was manufactured april 18, 2017 ¿ april 19, 2017. The device was received for evaluation with approximately 154ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed from the luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow during infusion. The reporter stated that only approximately 20 ¿ 30ml of the solution had infused. The device was filled with benzylpenicillin. The device was connected to a shortened (15cm) peripherally inserted central catheter (PICC) line. The reporter stated that the PICC line did not have a clamp, and there were no obvious signs of the line kinking. There was no report of patient injury or medical intervention associated with this event. No additional information is available.